Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the ER with noise on the ventricular channel. Capture at max output could not be obtained. It was also noted that pacing in the atrium appeared simultaneously with ventricular pacing. A lead dislodgement was suspected. The lead was replaced.